Event description:
The customer complained that an anti-e didn't react positive with biotestcell p3 art (B)(4), lot 7039021 on tango. The customer has sent us the affected sample. The complaint product biotestcell p3 was not sent. Therefore the quality control laboratory tested the retention sample of the complained lot biotestcell p3 in combination with the sample on tango. We could confirm a negative reaction of the sample with cell 2 of biotestcell p3. The used positive and negative control reacted correctly and clearly positive respectively negative. Further testing in the diamed gel system showed negative reactions in the liss/ coombs technique. The three phase testing in the tube technique showed negative reactions at room temperature and at 37 degrees celsius. In the indirect anti-human globulin test only a +/- reaction was observed. The enzyme test with bromelain showed a 1+ positive reaction with the e positive cell. On tango the e positive enzyme treated red cell reacted strongly positive. The tests carried out show that this antibody (anti-e) is a very weak reacting antibody and preferentially reacting in the enzyme technique.